Event description:
Reporter indicated that device diagnostic testing on a system diagnostic test at an office visit resulted in high lead impedance reading, indicating possible lead fracture. X-rays reviewed by treating physician. Revision surgery is likely. No serious injury was reported.

Manufacturer narrative:
Device failure suspected, but did not cause or contribute to a death or serious injury.